Manufacturer narrative:
Additional narrative: patient height reported as (B)(4). Event date: unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. Part number: ssc225c, lot number: 2004000478: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 19march2004. Expiry date: 01march2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported (B)(4) study patient ID (B)(6) was implanted with prodisc-c, medium 5mm, at c5-c6 levels on (B)(6) 2006. No complications were reported during surgery. Patient was discharge on (B)(6) 2006. Patient had prodisc-c device removed on (B)(6) 2010 and was fused at c5-c6 level. Patient completed the study on (B)(6) 2013. The following complications were noted: (B)(6) 2010 - severe anticipated event. Patient underwent 2-level fusion surgery at levels c3-c4 and c4-c5, on (B)(6) 2008. Resolved. On (B)(6) 2010 - severe anticipated event. Patient underwent prodisc-c removal surgery on (B)(6) 2010 and underwent fusion at that level (c5-6/c5-6). Resolved. This part refers to the following adverse event: (B)(6) 2010 severe anticipated event patient underwent prodisc-c removal surgery on (B)(6) 2010 and underwent fusion at that level (c5-6/c5-6). Resolved. Patient file states unknown if related to surgery and unknown if related to implant. This is report 2 of 2 for (B)(4).